Event description:
Catheter was placed 3/15 and a post-op x-ray confirmed placement, however, patient returned to hospital in 2006 via ER and another x-ray found the catherer had fragmented in patient's pulmonary artery. It was noed both lines appeared to have fractured and migrated separately. The iterventional radiologist retrieved fragments and a competitor's product was used. There were no associated patient complications reported.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.